Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump has requested a minimum of 50 units after filling the cartridge with insulin during the load process multiple times. The customer has been able to add more insulin and complete the load process. There was no impact to the customer's blood glucose level. Customer will use the current pump until replacement pump is received.